Event description:
It was reported that the implantable cardioverter defibrillator exhibited loss of capture. Further information was requested however, was not provided.

Event description:
New information noted that the implantable cardioverter defibrillator was explanted and replaced. It was reported the unstable patient was transferred from a local hospital emergency room after evaluation for syncope during activity. Emergency room evaluation revealed the patient was experiencing new onset complete atrioventricular heart block with ineffective pacing from the implantable cardioverter defibrillator (ICD). Attempts to obtain ventricular capture were unsuccessful at maximum output. This was reconfirmed via a pacing system analyzer (psa) during the procedure. The ICD were explanted and replaced, and the patient was upgraded to a cardiac resynchronization therapy device (crt-d) with normal full functioning system. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.